Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The system error 105 was caused by a broken upper link switch lodged between motor gears. The upper auxiliary assembly (including link switch) was replaced to correct this condition.